Event description:
It was reported to philips that the device's battery pca had bent pins. The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported to philips that the device's battery pca had bent pins. The device was in use on a patient. There was no report of patient or user harm. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pins 1, 2, 4, and 8 were found bent.